Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in common device name and PMA/510 k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Expiry date: 01/2023.

Event description:
It was reported that approximately one year post stent placement procedure via right femoral artery, the stent was allegedly ruptured in the lower segment. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that approximately one year post stent placement procedure via right femoral artery, the stent was allegedly ruptured in the lower segment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray movies demonstrate two overlapping stents; resolution is poor so that single struts are not visible but the contour of the stent in distal position like an hour glass confirms stent twisting. A stent fracture cannot be identified. Based on the investigation of the provided information, the investigation is confirmed for stent twisting. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment; in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' In regards to guidewire size the IFU states: 'insert a 0.035 inch (0.89 mm) diameter guidewire (...)'. H10: d4 (expiry date: 01/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.